Event description:
Procedure type: bowel resection. According to the reporter the surgeon placed stapler on bowel and locked into place then could not release from bowel. The surgeon had to cut around locked stapler so she could release it and pull thru trocar. No reinforcement material used in conjunction with the stapling device. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).